Manufacturer narrative:
Summary of eval: the eval results suggest that this event would not be associated with the device but rather would be pt related.

Event description:
The cross locking screw broke during removal due to delayed union of the fracture. The surgeon chose to leave the distal portion of the screw in situ. There was no adverse consequence for the pt or delay in surgery or anesthesia time.